Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment and found: the dl2 for the isolated standalone board had been off and 2 fuses were blown. The medtronic representative replaced the standalone board, fuses and x-relay to resolve the issue. The medtronic representative then performed an imaging system check-out, all areas passed. System performed as intended after replacement of the standalone board, fuses and x-relay. No parts have been received by manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a laminoplasty procedure, after the radiologic technologist (rt) put the o-arm into hd mode, the pendant showed "shutting down...". To troubleshoot the issue the site attempted several reboots without resolution. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.